Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unknown alarm occurred on a homechoice (hc) device during dwell 5 of 5 of automated peritoneal dialysis (apd) therapy. The home patient (hp) could not recall the specific alarm which occurred. The hp cycled the power on the device to clear the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.